Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that drive support cap was flushed and the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.